Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, a cause for the reported single gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted p3 flail. The clip delivery system (cds) was advanced to the mitral valve, but after the fourth grasping attempt the anterior gripper would not lower. The clip was retracted to the left ventricle, and troubleshooting was performed, but the anterior gripper would not lower. A decision was made to remove the cds with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.